Manufacturer narrative:
The device was returned to orthalign for investigation by an othalign engineer, the device underwent functional testing individually and as a system and all tests paseed. The complaint was not reporducable and the root cause was not deterermine, however potential root cause was determined to be user error as the reported values could not be replicated without testing the retruned devices outside of their intended use. The complaint is not confimred and no further action is necessary at this time.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not yet been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abuncance of caution and with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
Device was showing an osteotomy of about 14mm, but when the surgeon confimed with manula instruments he found the ostotomy to be 9mm. The surgeon changed the pinning position and completed the procedure. No adverse event or patient impact was reported.